Event description:
It was reported the patient has experienced difficulty communicating with her ipg using her charger and programmer. She reported she is only able to charge her ipg for 20 minutes then she loses communication. She stated she has to push in on the antenna or wand of the external device against the ipg to establish communication. She reported the ipg feels tilted and the physician repositioned the ipg three months ago due to it sitting at an angle. It was reported the patient plans to consult with her physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.